Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator misinterpeted a supraventricular tachycardia as a ventricular tachycardia. No device intervention was performed but programming changes were discussed. The patient was stable.